Event description:
On 7/20/82, an ipp device was implanted. On 3/3/89, the cylinders and pump were revised. On 9/25/97, the ipp device was removed from the pt and an ambicor device implanted due to fluid loss.